Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms or moisture damage on the electronic assembly noted. Device had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 42 mg/dl; which he treated with juice. The customer stated he was floating with the insulin pump on chest. The customer was unsure if a button was pressed for 3 minutes or longer. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.